Event description:
It was reported that the patient experienced withdrawal with symptoms of vomiting, diarrhea, and malaise during the normal refill cycle. A volume discrepancy was also reported with the estimated reservoir volume at 3.9 ml while the actual reservoir volume was 9.0 ml. Diagnostic studies had not been performed , there were no alarms, and it was unknown if the pump programming was correct. The pump was used to deliver baclofen and morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.